Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported a left hip revision.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient information was provided. Further information such as return of device, x-rays, office notes, operative reports, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a left hip revision. Update: sales rep reported a left hip revision due to dislocation.